Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the limited information available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer was informed of the following event through perceval japan clinical study. Reportedly, a perceval valve, pvs25 was implanted in the patient on (B)(6) 2019. Based on information received, patient died due to unknown reason on (B)(6) 2024. It is unknown if the event is related to the implanted device and to the initial implant procedure. No further information is available at this time.